Event description:
It was reported the patient has not been using her scs system as it has not provided her with effective pain relief (event date unknown). Follow-up information indicated the patient experienced a recent fall. In addition, the patient's ineffective stimulation issue has yet to resolve. X-rays were taken and showed the patient's lead has migrated to the left. No further information is known at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.